Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of 402 mg/dl and a change sensor alert. The customer had symptoms of vomiting and has treated with the insulin pump and injections. Customer's blood glucose value was 402 mg/dl at the time of the call. The customer¿s mother reported that the high blood glucose levels began on (B)(6) 2017. The customer was assisted with troubleshooting and there were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer declined the high pressure test. Customer¿s mother was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The sensor alert was occurred after consecutive cal error alarms. The customer was advised to change the sensor. The product was returned for analysis.